Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sodium electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous high patient results for sodium on the unicel dxc 800 pro synchron system. There was no change in patient treatment in association with this event.